Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient inadequately responding to an appropriately emitted alarm).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of 415 mg/dl with abdominal pain, vomiting and ketones of 160. The patient was taken to an urgent care center. The patient was treated there with IV fluids, IV insulin and other treatment (not mentioned). Customer support (cs) completed troubleshooting and it was determined that the patient did not respond to an alarm in a timely manner. It was also determined that there was an issue with quality of the insulin. This complaint is being reported because the patient allegedly experienced hyperglycemia related to use error in inadequately responding to an appropriately emitted alarm.